Event description:
It was reported to boston scientific that in an endoscopic retrograde cholangiopancreatography (ercp) procedure, the nurse connected the ultrtatome xl sphincterotome device to an erbe machine, but the current flow was not steady. The power was set at 25w endocut, the cutting wire of the device was positioned at the ampilla of the patient and the paddle was hit. The physician then discovered that the current flow along the cutting wire was not steady; sometimes no current, and sometimes under or over coagulation. The physician decided to change to another brand of papillotome, which could conduct a steady current. The case was completed with that device. No patient complications were reported as a result of this event, and the pt's condition was reported as "stable".